Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic total hysterectomy. "During the event the seals were not sufficient. Blood came out of the seal/edges of the seal. They therefore had to use another sealdevice. They over-sealed the areas that were bleeding with a maryland ligasure. Hemostases was good after this intervention." Patient status: no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection and functional testing were performed on the event. However, the complainant's experience could not be replicated or confirmed. The event unit met current specifications and there were no visible non-conformances. Although the exact root cause of the reported event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information received on september 21 with respect to additional questions asked: a vessel or tissue bundle directly led to bleeding. Bleeding was observed from a vessel seal. Normal tissue was being sealed, starting from the first seal. There was no tension applied to a vessel or bundle that was being sealed. Insufficient hemostasis was noticed directly from the 1st seal. Almost throughout every seal insufficient hemostasis was observed, she used the instrument throughout the procedure with dubble/triple seals. There was no eschar buildup on the jaws. The jaws were cleaned very often, with wet gauze. Surgeon did not notice an improvement because of this. It is not known where along the seal site with respect to the jaw insufficient hemostasis was observed. The jaws were not surrounded by fluid when the device was activated and the insufficient hemostasis was observed. There were no alarms. The patient did not exhibit any vascular pathology. There device was not activated on diseased or inflamed tissue, it was a simple hysterectomy case. The patient was not given anticoagulation medicine. See answers below. General feedback surgeon: it was a simple hysterectomy case and the hemostases was insufficient from the beginning. She also mentioned that she thought that the jaws didn't close properly when handle was fully closed. She wants us to check for mechanical faults.